Event description:
The selector 24 khz micro handpiece was used during a craniotomy for tumor removal. It was reported that the product did not provide any misting. This handpiece was used along with the cusa nxt console and service module (MFR report numbers 1222895-2010-00016 and 1222895-2010-00017). There was a delay in surgery of one hour. There was no harm to the patient. The tumor was removed. Crossed referenced to manufacturer report number 8010219-2010-00010.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.